Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 309653 batch#: unknown it was reported by customer that prior to using a sterile 50ml syringe, our team member noticed particulate matter in the syringe. It is still sealed and intact. Item#: 309653 please provide lot number. 3110732 ¿ date of event: 1/2/24 ¿ did the event directly, or indirectly involve a patient or user? Indirectly involved patient. Needed to use a new syringe to prepare medication aseptically. ¿ how was treatment completed for customer? Needed to use a new syringe to prepare medication aseptically. ¿ describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. ¿ please confirm whether there was any patient impact. No patient impact. ¿ any physical sample for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes. Address: (B)(4)¿ can you please provide more details and describe how the product is damaged. Product has particulate matter in its sterile overwrap.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a particulate matter in the syringe. To aid in the investigation, one sample in a sealed packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed. The syringe has brown colored specks of embedded degraded resin. The photo provided shows the sample received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 3110732. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material #: 309653, batch#: unknown. It was reported by customer that prior to using a sterile 50ml syringe, our team member noticed particulate matter in the syringe. It is still sealed and intact. Item#: 309653. Please provide lot number. 3110732. Date of event: 1/2/2024. Did the event directly, or indirectly involve a patient or user? Indirectly involved patient. Needed to use a new syringe to prepare medication aseptically. How was treatment completed for customer? Needed to use a new syringe to prepare medication aseptically. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. Please confirm whether there was any patient impact. No patient impact. Any physical sample for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes. Address: (B)(6). Can you please provide more details and describe how the product is damaged. Product has particulate matter in its sterile overwrap.